Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), unique device identifier (UDI) number, device evaluation and investigation conclusion. Visual inspection upon the received condition found jaw opened and lock on. The handle was checked and verified that the clamp lever could open or close the jaw without an issue. The cut trigger could fully advance the blade toward the tip of the jaw. The blade was tested multiple times, and did cut the dental dam without a restriction. The lock and rotation knob work as designed and the shaft is straight. The distal end was then inspected under a microscope. Noted some debris on the jaws consistent with use, but no charred marks or peeling. The jaw symmetry is balanced, and mesh is in good alignment. The jaw aperture measurement was taken inside the first teeth of the jaw, measured at 0.370" (standard is .300¿ +/- .100¿) which is acceptable. The insulation of the jaw legs were scraped, but no metal exposed, and the flare is normal. The device was then plugged into the test generator esg-400; the generator displayed pk coag 100/effect 3 as a default setting. The device did have energy at the jaws when the blue coagulation button was activated. It was able to grasp and coagulate a saline soaked tissue sample without an issue. Noted steam occurred during activation indicating power output at the tip. No intermittent problem occurred. The coagulation button and handle are functioning properly. Based on the evaluation finding, the reported complaint was not duplicated. The forceps is functional as designed. Device history record was reviewed and showed the product met all specifications upon release. Per the IFU (instruction for use) the user manual states: activate electrosurgical unit via the blue coagulation button on the handle or the blue pedal on the footswitch. Coagulating effect will occur to the tissue between the forceps jaws. Both forceps jaws should be in equal contact with tissue for optimum coagulation. If forceps jaws come in contact with each other when the power is activated, instrument will short out and the generator display will show ¿re-grasp¿. Release the forceps jaws so they are not in contact with each other and the device will become operational. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The scope was returned to the service center for evaluation, however, the device evaluation is still pending. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a laparoscopic salpingectomy procedure the device stopped working. The intended procedure, however, was completed with no harm, or impact to the patient. No user injury reported.